Event description:
New information received states that loss of capture, low r wave sensing, and low pacing lead impedance were observed via remote monitoring prior to explant. The patient was discharged home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. There were no complications.